Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken energy wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue involved full breakage of the black conductor wire, resulting in loss of cautery and control to the surgeon. There was no patient injury, and the instrument was replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage to the conductor wires. The instrument also passed the continuity test. The instrument was found to have a broken grip cable at the distal end. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage and no functional issue related to the conductor wire. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.